Manufacturer narrative:
The customer noticed the white plastic piston inside the sipper syringe was crooked and was leaning against one side. They saw more bubbles than usual in the syringe and in the tubing leading out of the syringe. The customer saw the teflon being shaved off on the bottom part of the sipper nozzle. The field service representative changed a pinch valve and a solenoid valve. This event occurred in (B)(6).

Event description:
The initial reporter received analyzer alarms and questionable ise indirect gen.2 results for two patient samples. Of the data provided, only the results for one of the patients was a reportable malfunction. The initial result was 173 mmol/l and was reported outside of the laboratory. The clinician questioned the result and the sample was repeated with a result of "something like 135 mmol/l". The customer could not provide the specific result. There was no allegation of an adverse event.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event. It was confirmed that no further issue has been observed since the solenoid valve was replaced.